Manufacturer narrative:
Phone number not provided.

Event description:
During periodic maintenance, the manufacturer¿s international service technician encountered a misaligned touchscreen. There was no patient involvement.